Event description:
It was reported that the interpulse handpiece with high flow tip was being used in a case when the plastic piece fell from the irrigator into the surgical site. The piece was removed by the physician.

Manufacturer narrative:
The device was discarded by the user facility and is therefore not available for eval.